Event description:
The customer reported that an acmi circon uteroscope and an olympus cytoscope were damaged after being processed in the sterrad 100s. There were no user impact or adverse event related to the damaged devices. Asp customer can advised the customer that the sterrad 100s is not validated to process flexible instruments.

Manufacturer narrative:
Conclusion: the issue has been addressed with a customer letter related to corrective & removal.